Event description:
A percutaneious coronary interventional (pci) procedure was performed on an 80% occluded lesion in the proximal (lad) left anterior descending artery of 18mm in length and 3.75mm diameter vessel. The lesion was characterized as a bifurcating site (side branch), little-none calcification and de novo. Two competitor's angioplasty balloons were utilized via the kissing balloon technique to pre-dilate the lesions located in the lad and the first diagonal branch. One 3.5x23mm cypher stent was deployed in the target lesion; followed by post dilation with an unspecified angioplasty balloon. Timi ii flow was recorded pre/post-procedure. The post procedure stenosis diameter was 0%. During the procedure, two adverse events were noted as dissection and myocardial infarction with elevated serum markers attributed to the dissection. The dissection was caused either during the pre-dilation or during stent placement, however a clear determination was not reached.